Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. At this time, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.